Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es main drawer 4.2 and auxiliary tower 2.1 failed and could not be opened the customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the half height cubie drawers 4-1 and 4-2, along with all cubie pockets, had failed and were not detected on the bus. No lights were observed on the module controller. Upon inspection, the retractor band in drawer 4-2 was found to be in poor condition. A field service engineer replaced the retractor band and module controller, and all cables were reseated. After rebooting the device, both drawers recovered. The customer inventoried the cubie pockets in drawers 4-1 and 4-2. The system functioned as intended after the field service engineer repaired the device.